Manufacturer narrative:
The returned device was evaluated and no evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. The device history presented a pdm alarm with code 14-01582-14401-024. This pdm alarm is informing the user that the pod reached an empty reservoir. The pdm operated as intended.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was getting very hot. It was also reported that the pdm was alarming when they were trying to give bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.